Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, the device alarmed with a s233 alarm code. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept of an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.